Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was not delivering any air supply. Although requested, patient involvement is unknown at this time. Medtronic/covidien was not authorized to repair the device.

Manufacturer narrative:
A third party service provider inspected the device and cleaned the unit. They ran and passed extended self-testing (est). The ventilator was reported to be in working condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that at the time of the event the ventilator became inoperative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.